Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 185 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer reported that, this morning and it was reading low and shutting down the insulin pump it was reading at 60 mg/dl but blood glucose was 185 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Current blood glucose was 175 mg/dl. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 40 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The sensor will be returned for analysis.